Manufacturer narrative:
Batch review performed on 09 february 2021: lot 170555: (B)(4) items manufactured and released on 07-march-2017. Expiration date: 2022-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to quad tendon rupture and the cause of the rupture is unknown. The surgeon repaired the quad tendon and revised the liner 11 months after a first revision surgery (which was due to knee stiffness). The surgery was completed successfully.